Event description:
On the first treatment the pt had a respiratory arrest within 15 minutes of treatment start. Blood pressure and pulse noted with no respirations. Ambu bagging initiated using blue coloured unomedical, inc. Ambu bag lot 04-40 distributed by (B)(4). The ambu bag failed to provide positive pressure ventilation and was immediately replaced with another ambu bag from a different company until ems arrived in five minutes. Pt transported by ems to local hospital where she expired. This ambu bag distributed per production literature insrt provided by; (B)(4).